Event description:
"While trying to balloon a conduit, the balloon ruptured at 2 atm circumferentially. The sheath was upsized and the balloon was snared to remove. An inflation device was used."

Manufacturer narrative:
Balloon burst was confirmed. This device is approved for pulmonary valvuloplasty, but was being used by the physician to dilate a conduit. Conduits can be heavily calcified which will cause a balloon to burst. A comparative catheter was pulled and tested. The labeled rbp for this device is 2 atm. The comparative catheter did not burst until 3.5 atm during testing.